Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the occlude legs beneath the twist clamp were broken and the twist clamp was separated from the mainbody. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.